Event description:
It was reported that the front tip of the ureteral stent was found broken.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event is confirmed cause unknown. Visual evaluation noted the sample was provided with the original bard inlay pouch and box, placed inside a large ziploc bag. The suture and pigtail straightener were not provided. Visual requirements per section 3.1 state to "use unaided eye at 12" to 18" distance under normal room lighting, unless otherwise noted. When evaluating the sample, it could be seen that it had been removed from all original packaging including the perforated bag. The separation could be located at the suture port hole at the end of the stent. This looks similar to when the suture is pulled away from the stent. The suture was not provided for evaluation. Dimensional evaluation noted dimensional requirements state the od to be 0.079" ± 0.002", tip ID to be 0.043" ± 0.002", and the guidewire to be 0.038" ± 0.001". The od of the sample was measured at 0.0804". The tip ID was measured using a 0.043" pin gauge. A 0.038" guidewire passed through the sample with no hesitation. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be user does not handle with care, bends sharply. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "improper handling technique can seriously weaken the stent." "Exercise care. Tearing of the stent can be caused by sharp instruments." "Care should be exercised when removing the stent from inner polybag so as not to cause tearing or fragmentation." "The insertion of a ureteral stent should only be done by those individuals who have comprehensive training in the techniques and risks of the procedure." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the front tip of the ureteral stent was found broken.